Event description:
It was reported there was a pump pocket infection. Signs/symptoms were noted as pump pocket wound was open and draining yellow pus. The pump and catheter were explanted. The outcome was noted as resolved without sequelae.

Event description:
Corrected information: this event was previously filed in manufacturer's report # 6000030200401129. Any additional information received regarding this event will be filed under manufacturer's report # 6000030-2012-00046.

Manufacturer narrative:
Catheter model #8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: unk.